Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: bi-500-01145, serial/lot #: 4.2.0, ubd: , UDI#: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be duplicated and there were no failures found. The imaging system then passed the system checkout and was found to be fully functional. Codes b01,c19,d14 are applicable.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the unit would not come out of stand-alone mode. Multiple reboots were done but it did not resolve the issue. It was noted that a software mis-match error also appeared. There was no impact on patient outcome and the issue caused a less than 1 hour delay.